Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown resorbable implants: screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had frontal orbital advancement surgery on (B)(6) 2019, and the surgeon used four (4) each of the 2.0mm rapid resorbable strut plate and a total of nine (9) packages of 2.0mm rapid resorbable cortex screw. On (B)(6) the plates on the lateral aspects of the advancement buckled, they did not break. The patient was brought back to the operating room on (B)(6) 2019, for removal of the lateral plates/screws and re-plating. It is unknown if there was surgical delay. The procedure and patient outcomes were good. Concomitant devices reported: 2.0mm rapid resorbable cortex screw 4mm-sterile (part#: 806.004.04s, lot#: unknown, quantity#: 1). This report is for one (1) unk - resorbable implants: screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary. Visual inspection: the resorbable implants: screw (p/n: 806.004.04s, lot#: unk) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken and the broken fragments of the screw were not returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: following drawings were reviewed. 2.0 mm resorbable cortex screw. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the resorbable implants: screw (p/n: 806.004.04s, lot#: unk). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.